Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This crt-p was subsequently explanted, and another crt-p was implanted to complete this procedure. This crt-p has not been returned at this time. No additional adverse patient effects were reported.